Event description:
It was reported that there was a loss of therapeutic effect and no stimulation sensation. There was a communication problem and an implantable neurostimulator (ins) overdischarge was suspected. The patient was recommended to get a physician mode recharge (pmr) performed. It was noted that the patient went to the doctor¿s office yesterday as it had been three months since she had been trying to charge the ins. The external equipment worked but her ins would not charge on the inside. The device stopped working and the healthcare provider (hcp) made an appointment on (B)(6) 2015 to remove the implantable neurostimulator (ins), but the patient did not want to get it taken out. It had been 3 months, and her back pain was worse and returned and hip pain was worse, just like it was prior to stimulation. It was noted that the patient had not had a stimulator doctor and saw her family physician to treat her fibromyalgia and got cymbalta and altran prescription as needed. Eleven days later, it was reported that the patient was having her device removed on (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 355029, lot# n084853, implanted: (B)(6) 2007, product type: accessory. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).